Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the plate that was returned. Process evaluation was also completed on the lot number provided. Tensile cracks were observed under the stereo microscope. Further investigation determined that there was no indication of material or manufacturing defects observed. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. The investigation results conclude that the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
The twist drill broke while being used with a transbuccal trocar handle. The piece that broke off became lodged in the floor of the patient's mouth. An incision was made to retrieve the broken twist drill.